Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
The icp sensor was implanted to a patient on (B)(6). Intraoperative score was 6mmhg and postoperative score measured at a hospital room was -18mmhg. The score measured on 21th was displayed as -9mmhg, it seemed failure of sensor or defect of zeroing. The score turned to plus on the next week. Finally, the sensor was removed at the score was 6mmhg. According to the surgeon¿s opinion, it could get a little more high intracranial pressure because this case was widespread intracerebral hemorrhage. No delay in surgery or adverse consequence to the patient was reported.

Manufacturer narrative:
(B)(4). The device was returned and evaluated. A review of quality records found that the device met all manufacturing and quality testing/inspection specifications prior to distribution. Evaluation of the returned device found that there was no visible damage to the sensor, catheter material or connector. The device passed all electronic, noise, linearity/hysteresis and signal drift tests. Based on the evaluation of the device, the reported issue was not able to be confirmed. The device functioned as intended. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.